Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-116 strip contamination that shorts assay/glucose electrodes test strip (B)(4). Manufacturer contacted customer on 08/07/2017 in a follow-up call in order to ensure the customer's condition since the initial call; the customer stated that their condition has improved and they did not report any medical intervention at this time. The customer stated that the replacement product is working to their satisfaction

Event description:
Consumer reported complaint for e-3 error: used test strip, test outside of vial too long, sample on top of test strip. The e-3 error occurred after the blood sample is applied. The customer did remove the strips from the original vial and placed them in another container for the ease of carrying them around. At the time of the call, the customer reported having frequent urination and feeling dizzy for the past two-three months. Customer stated that her doctor is aware of her symptoms. Customer declined the need for medical attention at the time of the call. The customer declined to perform a blood test during the call on (B)(6) 2017. The product is stored according to specification in the closet. The test strip lot manufacturer's expiration date is 09/16/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.